Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Fluoroscopic images show instrumentation from l4-s1, one of the s1 screw is fractured. Date of implant and revision are unknown, fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, screw head was broken off from the body of the screw. The surgeon was unable to ex-plant the entire screw and as such just removed the screw head before placing a parallel screw in the same vertebrae. Revision procedure took place and the broken aspect of the screw head was removed and a rescue screw was placed. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient harm was reported by the surgeon besides the revision surgery.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the screw has broken about 3 threads down from the head of the screw. Microscopic inspection of the screw revealed a fairly flat fracture surface with no indication of pre-failure. This type of damage is consistent with torsional overload during the removal process if information is provided in the future, a supplemental report will be issued.